Manufacturer narrative:
Technician found power cord was cut with wires exposed. Replaced power cord to resolve problem.

Event description:
Complaint received that the power cord was cut with wires exposed, no injury reported.